Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that at implant, the device battery remaining capacity showed at 61 percent while the device was in the box. Noise reversions on both the atrial and ventricular channels were also noted. The device was not implanted.